Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continuation: 457453 implantable pacing lead, 2013-(B)(6), (B)(4).

Event description:
It was reported that several days after implant, the patient complained of chest pain. A lead perforation was confirmed on xray and computerized tomography. The device and leads were explanted and a new system will be implanted. No further patient complications have been reported as a result of this event.